Manufacturer narrative:
Corrected data: b2: required intervention to prevent permanent impairment/damage was checked in error on the initial filing. This incident is reported as a malfunction only. E3: administrator/supervisor was checked in error on the initial filing. Changed to physician. H10: the device is not being returned for evaluation. G4: combination product was checked in error. Manufacturer narrative: the device will not be returned for evaluation, however, photographic evidence has been provided. The attached photograph shows the device is broken and not in condition to be used. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: prior to use, remove all protective packaging and tip protector, if applicable. Inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken, or misaligned parts. Inspect instruments following use to ensure device integrity is intact. There should be no loose, broken, or missing parts. Do not use excessive force on instruments to avoid damage or breakage during use. Do not use instruments to pry, as bending or breakage may occur. Do not use improperly or with excessive force, as accuracy may be compromised. Verify drill guide assembly alignment by passing a guide pin through the sleeve to ensure the system is accurate. Ensure arm, sleeve, and body are locked before drilling. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation, and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, kbr178, was being used during an acl surgery on (B)(6) 2020, and "when using the femoral guide, the rod broke before placing the pin." Upon further assessment, it was discovered a punch grasper was used to retrieve the fragment from the surgical site. There was no report of injury/impact to the patient/user. The procedure was completed with an alternate device of a different size. There was a twenty minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence